Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the lens would not advance. Additional information was received stating that in the surgeon¿s opinion lens would not advance in the cartridge because it flipped. There was no patient contact.